Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke inside of the guide. The catheter was removed without incident. No pt injuries or complications occurred.